Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0 cm from the proximal end. The stretch resistant wire (sr wire) was fractured and the embolization coil was detached from its pusher assembly. The proximal constraint sphere was inside the distal detachment tip (ddt). Conclusions: evaluation of the returned device revealed that the poc packing coiled (podj) sr wire was fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully retracted against resistance, damage such as this may occur. The root cause of resistance could not be determined. A stainless steel mandrel was advanced through the hub of the return lantern and out of the distal tip without an issue. There was no visible damage to the lantern delivery microcatheter (lantern) or the non-penumbra catheters. Penumbra coils and catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00605.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using pod packing coils (podjs). During the procedure, the physician successfully placed two ruby coils and a podj using a microcatheter. The physician then was unable to advance a podj fully out of the tip of a lantern delivery microcatheter (lantern), and therefore the podj was retracted to be removed. Upon retraction, the podj unintentionally detached inside of the lantern, and therefore the physician used a syringe to create suction and removed the lantern with the podj inside. The procedure was then completed using the same lantern, and additional ruby coils and podjs. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This report is associated with MFR report number: 3005168196-2018-00605.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using pod packing coils (podjs). During the procedure, the physician successfully placed two ruby coils and a podj using a microcatheter. It was reported that the physician felt resistance while advancing a podj through the microcatheter, and therefore the microcatheter was removed after the podj was successfully placed. The physician then successfully placed a ruby coil using a lantern delivery microcatheter (lantern). The physician then was unable to advance a podj fully out of the tip of a lantern, and therefore the podj was retracted to be removed. Upon retraction, the podj unintentionally detached inside of the lantern, and therefore the physician used a syringe to create suction and removed the lantern with the podj inside. The procedure was then completed using the same lantern, and additional ruby coils and podjs. There was no report of an adverse effect to the patient.